Event description:
The physician successfully implanted an esophageal ii wallstent in the pt's esophagus. The stent was not long enough to cover the entire stricture. The physician then inserted a guidewire through the implanted stent to telescope a second esophageal ii wallstent into the first. Upon wire and endoscope manipulation, the physician inadvertently pushed the first stent into the stomach. There has been no claim of injury related to this event.